Event description:
It was reported that the health care professional (hcp) observed a ventricular tachycardia (vt) and supraventricular tachycardia (svt) episodes on this implantable pacemaker. Boston scientific technical services (ts) discussed that there is a functional undersensing and a true undersensing on the right atrium (ra). Ts recommended to reprogram the sensing. This device remains in service. No adverse patient effects were reported